Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. The customer troubleshot with technical support. The customer replaced the main board and the crossover solenoid to address the issue and the unit passed all testing.

Event description:
It was reported that the ventilator generated a crossover circuit fault error code. No patient involvement. Event date not specified; estimate used.